Manufacturer narrative:
(B)(4). This initial MDR will be the only report submitted for this. Initial reporter information was requested however, has not yet been received. Manufacture and expiration dates of the device are currently unknown, but have been requested. The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported by a healthcare professional that an enterprise stent (enf402300/10854544) was used with a prowler select plus microcatheter during a procedure and could not be recaptured. The physician attempted to recapture the stent as they felt it was not properly positioned. The physician removed the system safely and then used another of the same enterprise stent with the same microcatheter to successfully complete the procedure. There were no known consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). This final MDR will be the only report submitted for MFR report #1226348-2017-00505. Additional information received on january 26, 2018: there was no damage noted to the stent and/or stent delivery system prior to the procedure. A prowler select plus microcatheter (606s255fx/unknown lot) was used during the procedure and removed with the enterprise stent. There were no adverse events to the patient as a result and there was no procedural delay. The hospital lost the stent after the procedure and therefore it will not be returned for evaluation. Conclusion: based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.